Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Post implant, the patient complained of back and chest pain along with a drop in blood pressure. A transthoracic echocardiogram (tte) was performed and revealed a substantial pericardial effusion. The patient returned to the cath lab where a pericardiocentesis was performed and the patient stabilized temporarily. The pericardial effusion continued to persist and the patient went to the operating room for surgical repair. During surgery, a small perforation in the left atrium above the laa was noted. This was repaired by single suture and the patient was closed. The watchman device was left intact in the laa. The patient returned to the unit and is recovering.